Manufacturer narrative:
Clarification to d6b explant date: partial date of "(B)(6) 2024". A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency right side "significant contraction of the right breast" baker grade unknown, "rash on my arms and chest¿, ¿allergan textured breast implants were implanted¿, and ¿constant anxiety given the potential dangers associated with this type of implant.¿ patient also reported "insomnia", which is not device-related. The device has been explanted.